Manufacturer narrative:
Reporting institution phone number (B)(6). Customer phone number (B)(6).

Event description:
The customer reported that the device displayed a speaker error inop. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The customer biomedical engineer could not reproduce the inop and the customer further indicated that the device may have been the connected x3 that may have initiated the inop. It is unknown which x3 was attached. It is unknown whether there was a loss of audio associated with the speaker error. No further investigation could be performed. While no trouble was found, a malfunction cannot be ruled out.